Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated patient had an ipg replacement on (B)(6) 2020 and postoperatively effective therapy was restored.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately in (B)(6) 2020. Patient failed to charge the device due to moving to another place. Manufacturer representative while attempting to troubleshoot got the error code repeatedly and were unable to communicate with external devices. To address the issue patient is awaiting surgical intervention at a later date.